Event description:
It was reported that the patient was transferred from the emergency room to the hospital due to symptomatic bradycardia. The patient had complete heart block and was unresponsive. Pacing spikes were not observed. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.